Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed alinity I prolactin results for a female patient who was diagnosed with hyperprolactinemia. The following data was provided. Sid (B)(6) initial result = < 0.6 ng/ml, repeat results =19 ng/ml and 20 ng/ml customer reference range: 5.18-26.53 ng/ml. No impact to patient management was reported.